Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller was exchanged due to the outer insulation was damaged. Log files recorded 2 additional driveline disconnected events, which were thought to be consistent with the exchange.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) being exchanged was confirmed via log file analysis. The reported event of damage to the system controller was not able to be confirmed. Log files from the event controller were not submitted for review. Data from the reported event date of 08may2025 was reviewed in log files downloaded from the replacement controller (serial number: (B)(6)). At 11:09, the driveline was connected to the replacement controller, indicating an exchange. The controller did not return for analysis, and no photos of the reported damage were submitted for review. Provided information indicated that the controller was exchanged due to damage. The root cause of the reported damage to the controller was not able to be determined via this investigation. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline disconnect alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller was exchanged. Log files recorded 2 additional driveline disconnected events.